Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted into a pt for endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology are unknown. It was reported that during a recent computed tomography that the stent graft was not opposed to the vessel wall. It was reported that an aortic cuff was added to prevent impairment. No additional clinical sequelae were reported.